Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a consumer with an implantable neurostimulator (ins). It was reported that the patient had a lead revision and was not feeling stimulation. Caller reported that the impedances were within normal range. The patient was feeling stimulation at 3.0 in recovery. At the time of the report the patient was not getting sensation on any of the 4 standard programs going up to 8.5v (the four electrode configurations were 0- 3+, 1- 3+, 2- 0+, 3- 0+). The caller reported x-ray images were taken of the ins and lead and they looked normal. The doctor told the rep the impedances were normal, but did not provide specific values. The caller stated the patient had a fall since the recent lead revision. The rep was going to follow-up with the doctor, they were going to have the doctor bring the patient in for an appointment and the rep would be present. No further complications were reported or anticipated.